Event description:
Pt reported recent admission to hospital ER due to experiencing withdrawal symptoms. The pt was receiving morphine 30mg/ml from the infusion pump, daily dose was not reported. The hcp reported the device was removed after an implant duration of 49 months due to battery depletion. The pump was replaced with a similar device. The explanted pump was returned to the manufacturer for analysis.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up will be sent when the analysis results become available.